Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent a revision procedure wherein the paddle lead was moved to the left side for better coverage. The patient was doing well postoperatively. The device remains implanted.